Manufacturer narrative:
An evaluation of the device cannot be performed as the remaining section of the device was discarded and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
The 40 mm drill bit broke off and could not be removed. Dr. M. End up leaving it in the patient.